Manufacturer narrative:
It was reported that at the end of a thyroid procedure, the gauze that was packed into the site was removed and a string from the gauze remained in the incision site. The string was manually removed with forceps. No patient injury resulted. No further intervention was indicated. Only the string was saved for a sample. The integrity of the gauze could not be determined from the string. It is unknown if the gauze was unfolded. A root cause for the reported incident has not been determined.

Event description:
The facility reported that a string fell off of the gauze and fell into the surgical site.